Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, and h10. Intuitive surgical, inc. (Isi) has not received the blue stapler 45 reload involved with the complaint. However, the site returned six unused blue stapler 45 reloads from the same lot # (part number 48645b-03 with the same lot #: l11180913 #). All six blue stapler 45 reloads came sealed in the original packaging. For one of the blue stapler 45 reload: failure analysis investigations did not replicate nor confirm the customer reported complaint. The reload was returned unused and still sealed in its original packaging. The reload packaging was opened up and no damage was observed on the reload itself. The reload was installed properly in the grip housing of an in-house stapler. The unit was placed on an in-house system and passed self-initialization. The clamp and fire function performed with no issues. Staple formation of the reload fire was also proper. For the remaining five blue stapler 45 reloads, failure analysis investigations did not replicate nor confirm the customer reported. The reloads were returned unopened in the original packaging. The reloads were tested with an in-house instrument. The reloads fired as expected with no issues. There was no issues found with the staple formation. Intuitive has received the stapler 45 (part #470298-12, lot #t10180905-0023) instrument associated with this complaint and completed investigation. The instrument was found to have repeated clamping failures based on log review. Isi was unable to perform a shim test due to a secondary failure. Additional findings not reported by the customer: the instrument was found to have a broken grip cable.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged intra-operative complication experienced by the patient. Isi has requested for the blue stapler 45 reloads and stapler 45 instrument involved with this complaint to be returned for evaluation. However, as of the date of this reported, isi has not received the blue stapler 45 reloads or the stapler 45 instrument. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation), or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The logs indicate the stapler 45 instrument (part #470298-12, lot #t10180905-0023) fired two blue stapler 45 reloads. Both firings were completed per the logs. However, in each stapler 45 reload install there was an abnormally high amount of incomplete clamps preceding the firings. The install with the first firing had 7 incomplete clamps in 9 clamp attempts. The install with the second firing had 30 incomplete clamps in 32 attempts. The high number of incomplete clamps may suggest the reload color selected was not ideal for the tissue type; however, there is no clear indicator in the logs that this would have resulted in an incomplete staple line. The endowrist stapler 45 system user manual provides the following guidance for smartclamp feedback: if clamping does not complete on the second attempt, either: reposition the stapler: tap the associated blue pedal once to unclamp. Reposition the stapler to either grasp thinner tissue or to reduce the amount of tissue in the jaws. Then press and hold the associated blue pedal to clamp, or change to a stapler reload color with staples designed for thicker tissue (if available): tap the associated blue pedal once to unclamp. Remove the stapler from the instrument arm and remove the reload. Install a stapler reload intended for thicker tissue if one is available.¿ furthermore, considering the patient was ¿pre-treated,¿ the following is noted in the user manual: ¿warning: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone.¿ this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, staple lines allegedly "fell apart" intra-operatively. As a result of the failed staple lines, the transanal anastomosis required sutures to be placed for the repair. At this time, the root cause of the operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure, after two firings with blue stapler 45 reloads, the staple line allegedly "fell apart" intra-operatively. The procedure was completed using a backup stapler instrument. On 05-november-2019, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: the surgeon had fired the first staple line on the distal rectum on a pre-treated patient with a very deep large carcinoma. There was a second fire on the rectum for the anastomosis. After these two fires, it was reported that ¿both staple lines broke." As a result of the failed staple lines on the rectum, the transanal anastomosis was repaired with sutures. It was reported that the procedure was completed with an unspecified stapler instrument. However, the root cause of the reported issue is unknown at this time.